Manufacturer narrative:
The technician found the brake issue is on the bad left head brake caster all other brake casters would brake. The cause is the left head brake caster is broken and the supports on all brake casters were broken, which in turn was tilted and broke the brake on switch. The technician replaced the brake on switch, brake caster supports and brake casters to resolve the issue.

Event description:
Technician alleged that bed would not stay in steer or stay in brake on the left head brake caster. No patient impact.